Event description:
The pump was reported to overdeliver during biomed test by 15%. The set-up of the test is unknown. There was no patient involvement/injury. When evaluated at the service center, the pump was reported to overdeliver by 16.5%. The accuracy specification for this pump is +/- 6%. Report filed because the flow rate was found to be beyond +/- 10% performance specification for the specifically identified pump.